Event description:
The patient presented to the clinic with diminished sensing and loss of capture. The lead was explanted after repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.